Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer reported a blood glucose (bg) level of 400 mg/dl and insulin injections were used to address the high bg level. To resolve some of the occlusions, the customer changed the site. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. The customer was reported as "doing fine" and had not had any further issues.